Event description:
On (B)(6) 2013, it was reported that none of the buttons on the patient's infusion device were functioning. The infusion device displayed a8 (bolus canceled). The patient replaced the battery and the device started up, but all of the basal rate programing and date and time programing were lost. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The buttons of the insulin pump was tested on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump was tested within the alarmfunction test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.